Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 01/21/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test hi and 292mg/dl. Reviewed meter memory: 1:hi (B)(6) 2015 07:19:00 pm fasting:no, 2:161mg/dl (B)(6) 2015 04:54:00 pm fasting:no, 3:190mg/dl (B)(6) 2015 03:07:00 pm fasting:no, 4:272mg/dl (B)(6) 2015 01:25:00 pm fasting:no, 5:103mg/dl (B)(6) 2015 08:10:00 am fasting:yes. Customers is concerned with hi. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 01/21/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test hi and 292mg/dl. Reviewed meter memory: (B)(6). Customers is concerned with hi. No adverse event reported.